Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer charged the pump in the morning then during the day it was noted to have unexpectedly shutdown and was unresponsive. The customer's blood glucose (bg) was impacted 300 mg/dl. The customer used a manual injection for correction to bg level. It was confirmed that the customer had alternate insulin therapy available.